Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient has been receiving ineffective stimulation since being in an automobile accident. X-rays were taken and revealed one of the patient's leads has migrated. Reprogramming to provide effective therapy via both leads was unsuccessful. As a result, the patient plans to undergo surgical intervention.